Manufacturer narrative:
Device analysis report attached. This report is submitted on february 29, 2024.

Manufacturer narrative:
Per the clinic, the patient was experienced extrusion of electrodes (date not reported). This report is submitted on february 16, 2024.

Manufacturer narrative:
This report is submitted on january 15, 2024.

Event description:
Per the clinic, the patient developed an infection in the middle ear to inner ear and subsequently was treated with IV, oral and topical antibiotics. The patient was hospitalized (date and duration not reported) for the IV antibiotics treatment, however, the issue did not resolve. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.